Manufacturer narrative:
End-user reported when the speed control dial was in a stand-by neutral position, the device initiated a drive command and drive the end-user into an immovable object where they struck their chin into the object. Reports indicate this required medical intervention to apply 3 stiches to the end-users chin. This failure mode has been previously reported per 21 cfr 803.50. As part of the corrective actions, permobil has initiated a field action recall for all sc dials that are currently in use. Permobil will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials. The following recall numbers were provided by the FDA: z-2538-2025, z-2539-2025, z-2540-2025.

Event description:
Reports while at work while in their wheelchair and the speed control dial in a stand-by position, the wheelchair suddenly engaged a drive command, and this forced the wheelchair to drive forward allowing the end-user to impact an immovable object causing an injury requiring medical intervention to address.